Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on a general comment and no lot information was provided. Based on available information, the cause of the reported unintended cds movement and abnormal neutral knob state were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A general comment was received regarding the mitraclip steerable guide catheter (sgc) and clip delivery systems (cds). Both devices had an issue with the axial torque of the shaft. The sgc +/- knob was abnormal in the neutral state and resulted in abnormal axial torque of the device. The orientation of the m/l knobs in the neutral state did not match that of a normal device. The unusual knob appearance was noted during prep. This leads to a high overall axial torque and accuracy deviation upon bending the cds. Due to the abnormal neutral orientation, the operator had trouble precisely controlling the m/l and +/- knob during rotation of the knob. This led to the operator inaccurately locating the neutral position for the m/l and +/- knobs. The sgc and cds¿ did not move as intended. There "was" no adverse patient effect reported.